Manufacturer narrative:
The diamondback peripheral orbital atherectomy device (oad) was returned for analysis. Review of the data log identified several stall events during the procedure confirming the reported complaint of stall. The cause of the stall event is undetermined. There was no damage observed to the driveshaft or handle assembly that would have contributed to the reported complaints. Also, the crown diameter was measured and met drawing specification. As the guidewire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. An in-house 0.014" test wire passed through the device with resistance due to the shipping damage. The control knob was traversed and observed moving 1:1 with the crown. When functional testing was performed, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During treatment of a heavily calcified long lesion in the anterior tibial artery, the crown of the diamondback 360 peripheral orbital atherectomy device (oad) became stuck in the vessel and stalled. The crown and the control knob did not move one to one and the control knob only moved and jumped back. 8-10 short treatments were performed in three regions of the anterior lesion with a combination of low and medium speed per treatment. Nitroglycerin was administered to the patient and troubleshooting was done by both locking and unlocking the crown advancer knob with a representative's assistance via phone. The oad was removed from the patient's body and upon removal, the oad appeared fine with no damage. Angioplasty was performed to complete the procedure. In the physician's opinion, the issue was likely due to severe calcium buildup and a prolonged time of treatment due to the disease severity. The patient was stable.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).